Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient was asymptomatic. The cgm was reading 45 mg/dl and the blood glucose reading was 616 mg/dl. The patient went to the emergency department with her husband and stayed there all day. There she was treated with unremembered medications. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report, the patient was okay. The patient was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.